Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = the complaint device was received and evaluated. The anchor and dilator were not returned. Visual inspections on the returned device and provided images by customer show that a suture was stuck between the ring and the driver. The complaint can be confirmed. Further observation shows that the distal end of the stuck suture is frayed seems like due to breakage. Several attempts were made to pull/dislodge the suture, but it was remained stuck between the ring and the driver. The ring was able to be moved forward and backward along with stuck suture. As per discussion with npd engineer, a potential root cause could be user technique issue where excess mechanical force or tension might have applied due to the suture being stuck between the ring and driver during anchor insertion, which could have led to the reported failures. A manufacturing record evaluation was performed, and it was indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: unavailable. The UDI is unknown at this time.

Event description:
The surgeon used two free orthocord strands for the bizeps tenodesis. For the biceps tenodesis fixation he used the healix advance sp peek anchor 4.9mm (228055 itemcode) and wanted two sutures (4ends) through the anchor. We could place the anchor on the humerus and mallet the dilator in the humerus bone. The surgeon applied counter pressure and tensioned sutures individually. The first thread from the anchor was engaged with bone. He held the blue paddle with one hand and turned the proximal handle clockwise with downward force to insert the healix anchor. Then we saw that one suture from the biceps were cutted and is still in the inserter as loaded. Additional information reported by the affiliate stated the event occurred during a biceps tenodesis and a 5 minute surgical delay.